Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) later reported "for me it's a type IV delayed hypersensitivity reaction. The patient was managed with antibiotic azithromycin 500 mg /24 hours for 5 days, when the second 12-day corticosteroid dose was reduced, specifically when switched to 10 mg prednisone per day, the induration and stiffness of the entire lip reappeared. Hcp administered hyaluronidase (to eliminate ah), approximately 1200ui. The lip was still hard, it has lost consistency only in some areas... It doesn't hurt and it has no phlogotic signs...hcp requested ultrasound on suspicion of a foreign body granuloma...". Biopsy was not provided.

Event description:
Healthcare professional reported a patient was injected with juvéderm® volbella¿ with lidocaine on lips. Patient experienced induration and inflammation without red lip erythema (upper and lower), a pain-free appearance. Two days later, inflammation also appears from a product from another product (non abbvie). Started treatment as an anaphylactic reaction type two, there is no suspicion of biofilm: antihistamine and short corticosteroid regimen: it responds favorably and remains asymptomatic, however after a week without treatment, there is a stone induration again without erythema all over the lip. Treatment: dacortin 30 (1-0-1) (half-0-half) (1 third- 0- 1 third) (half) + 7 days ebastel 10 1 every 24 hours. Symptoms on going. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-54355). This MDR is being submitted for the suspect product, juvéderm® volbella¿ with lidocaine (lot: 1000581158).

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.